Event description:
Caller reported pump malfunction. There was no adverse impact to customer¿s blood glucose level. Customer received instructions from technical support to reset pump, and issue did not recur post-reset. Customer was advised to call back if malfunction occurs again and understood instructions.